Event description:
Explant of device. Pt fractured base of skull at age 6 resulting in hearing loss. Initial attempt at implantation notes defects in the ossicular chain and fracture in posterior canal wall. Fracture repaired. Implant could not continue ((B)(6) 2011). Subsequently, implant was successful after repair to ossicular chain ((B)(6) 2011). A trans-canal procedure was undertaken (B)(6) 2011 to remove fibrotic band. Trans-mastoid revision of the implant was attempted ((B)(6) 2012). The device was explanted. No attempt at ossicular reconstruction due to past history.

Manufacturer narrative:
Pt was outside indication for use: pre-existing damage to ossicular chain due to fractured base of skull. Pt profoundly deaf. Actual gain result showed significant benefit (baseline 93 db -> 41 db). Pt not happy with sound quality. No injury to pt other than inherent in the various surgical procedure. Note: late filing of report as per discussion with MDR branch (B)(6) 2012.